Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient has an irritation to 72r electrodes. The patient claims her skin is red and itchy but no blisters. The patient stated that she has an allergy to adhesives. The patient also mentioned a reaction to the surgical tape after this surgery. The patient has spoken with her doctor about the irritation and the doctor suggested she use an anti-itch cream and clean it with betadine and a warm rag. This suggestion from the doctor was to treat her irritation to the surgical tape and the electrodes. The patient has already paused treatment for the skin to clear. The patient will perform the time test and report back to us if there are any issues or concerns. The patient was sent 63b electrodes. No further consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient has an irritation to 72r electrodes. The patient claims her skin is red and itchy but no blisters. The patient stated that she has an allergy to adhesives. The patient also mentioned a reaction to the surgical tape after this surgery. The patient has spoken with her doctor about the irritation and the doctor suggested she use an anti-itch cream and clean it with betadine and a warm rag. This suggestion from the doctor was to treat her irritation to the surgical tape and the electrodes. The patient has already paused treatment for the skin to clear. The patient will perform the time test and report back to us if there are any issues or concerns. The patient was sent 63b electrodes. No further consequences have been reported. The electrodes were not returned for evaluation.